Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ""no readings"", ""sensor error"" or ""brief sensor issue"" occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On 4/24/2026, the patient was accompanied by a family member and transported by car due to an unexpected medical concern. The accompanying individual reported that the patient became unresponsive and was unable to communicate. During transport, the patient appeared disoriented and exhibited reaching movements, shakiness. Due to concern for the patient¿s condition, the accompanying individual diverted from the original plan to go to a clinic and instead proceeded directly to the emergency department. At the time of the event, the sensor was reportedly not providing readings due to a brief sensor error alert. Upon arrival at the emergency department, emergency personnel assisted in removing the patient from the vehicle. Blood glucose was checked and measured at 20 mg/dl while the cgm was still showing brief sensor error. Treatment included the administration of glucose via intravenous infusion as well as oral glucose water. The patient was monitored for approximately four hours. Following observation, the patient was discharged home. Since the hospital visit, the patient has reported feeling much better. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.